Event description:
Patient was found in cardiac arrest at home and emergency medical service (ems) was activated by his family after the patient collapsed. Initial cardiac rhythm noted on the monitor by ems was ventricular fibrillation. Patient was shocked once and given 3 doses of epinephrine. Upon admission to emergency department, patient had a dramatically prolonged qt interval. Patient had acute respiratory failure, acute renal failure and acute congestive heart failure secondary to the cardiac arrest. Patient is on escitalopram for depression and rameron was initiated recently to help with depressive issues and appetite. Patient's pacemaker was found to be malfunctioning and it seems like she has been having some recurrent nonsustained vt since (B)(6) 2016. Patient has a history of chronic intermittent vertigo and had taken some dramamine for dizziness right before collapse episode at home.